Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for six pt samples when using the unicel dxi 800 access immunoassay system. Test results were provided for only three of the six pts, therefore dates of testing and exact test results are unk for three of the six pts. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed with an alternate system, the biosite triage and an access 2 immunoassay system. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event. There is event 2 of 2 reported by this customer for two different dates that erroneous test results were obtained.

Manufacturer narrative:
Samples are lithium heparin plasma centrifuged at 5000 for 5 minutes. Quality control was within the customer's established ranges prior to the event. The customer performed 10000 test maintenance on (B)(4) 2009. No error messages were obtained. On (B)(4) 2009, the field service engineer began a pm (preventive maintenance) procedure. Ran a system check and an accu tni precision with good results for both tests. The field service engineer returned on (B)(4) 2009 and completed the pm. Noted a pressure sensing issue occurred. Order parts to repair. Verified the repair per established procedures and results met published performance specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This is event 2 of 2. The related MDR is 2122870-2011-04763.